Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was implanted in (B)(6) 2005, the neurosurgeon hit a central nerve and cause the patient's left arm to not work any longer. It was noted that the patient was a quadriplegic. The patient reportedly could not travel any longer. The pump was infusing an unknown drug.